Event description:
It was reported that during negative pressure wound therapy utilizing renasys touch 300 ml, the message of blockage alarm was displayed on the screen. Negative pressure was confirmed, and the set value was -25 mmhg. The problem was solved by exchanging the canister. There was no patient harm. There was no delay.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes, blockage or component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.